Manufacturer narrative:
Additional information was received that the aortic insufficiency was moderate-severe paravalvular leak (pvl). The mean gradient prior to the second valve implant was approximately 40 mmhg. Following the second valve implant, the pvl resolved and the gradient reduced. The patient anatomy was reported to have annular calcium extending to the left ventricular outflow tract (lvot). Updated data: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4). Product analysis: the both valves remain implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the initial transcatheter bioprosthetic valve, angiography noted the valve implanted high. A post balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22mm balloon. The valve was located 1mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). An unspecified aortic insufficiency was noted, and it was determined a second valve to be implanted. While the second valve was prepared, hemodynamic instability was noted, and CPR was initiated. A second transcatheter valve was implanted at a depth of 9mm on the ncc and 9mm on the lcc. Ventricular tachycardia was noted, and electrode shock performed. Ejection fraction dropped and a balloon pump was placed. No additional adverse patient effects were reported.